Event description:
A female with ebsteins underwent percutaneous closure of an asd and a vsd. A 6mm amplatzer muscular vsd occluder was implanted in the vsd and a 22mm amplatzer septal occluder (aso) was implanted in the asd. There was bidirectional flow through the asd and the patient had oxygen saturations of 84%, which improved to 97% after the devices were placed. Both devices appeared stable, and the push-pull maneuver revealed the asd was very secure. However when the patient awoke from anesthesia, she began coughing and struggling against the et tube, and shortly after was noticed to have some ectopics. On fluoroscopy, the aso had moved and was now in the left ventricle. Several attempts were made to capture the device and it was snared, but due to its position, it was not possible to recapture it. At some time during the attempts to snare the aso, the vsd device also embolized. The vsd device was eventually snared and removed from the descending aorta. The decision was then made to take the patient to theatre for removal of the aso and surgical closure of the asd and vsd. The implanting physician had stated that the cause of this event was not due to failure of the devices. It was due partly to the patient's anatomy, but more importantly was from anesthetic reversal. The patient had struggled and that's when the asd device embolized.

Manufacturer narrative:
See manufacturer report number 2135147-2009-00018 for the 6mm amplatzer muscular vsd occluder.